Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to sleep and the pump battery was at 95%. When the customer woke up the pump was off. The customer was able to turn the pump back on. The customer's blood glucose (bg) level was impacted (452 mg/dl). Manual injections were administered to correct elevate bg level. In addition, a malfunction alarm occurred and the pump stopped all insulin delivery. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.